Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported problems with the water supply. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.